Event description:
A processor pca was returned to philips for evaluation. At the time of receipt, there was no traceable service order or allegation of a component malfunction associated with the returned component. There was no patient involvement.